Event description:
It was reported approximately three (3) months ago that the clinical study patient underwent a planned procedure to locate and tenotomize the subscapularis tendon. Patient was experiencing instability and the stem and humeral head were removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03310. Concomitant medical products: item# 00430001213; lot# 62982676, item# 00432604000; lot# 62729443. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs/medical records. Review of the available records identified the following- journal article: 5-year follow-up, atraumatic shoulder dislocation (B)(6) 2020. The patient has a previous history of atraumatic shoulder dislocations. Ongoing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information does not change the root cause of the previous investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the study patient underwent an unknown surgical intervention approximately eleven (11) weeks ago during which the study device was not removed. No further information provided at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: has a previous history of shoulder dislocations. Since the study has also dislocated her shoulder (B)(6)2017 and again on (B)(6) 2017. This ae was not caused by a traumatic event. The patient underwent revision of the head and stem due to posterior instability on (B)(6) 2021. 5-year follow up, atraumatic shoulder dislocation (B)(6) 2020. Patient has a previous history of atraumatic shoulder dislocations. Ongoing. Op report: failed right shoulder arthroplasty, posteriorly unstable. Head and stem removed easily, cultures taken. Glenoid well-fixed and left in place, new stem and head placed. No intraop complications. Additional information does not change the root cause of the previous investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: trabecular metal glenoid component 40mm 00432604000 62729443. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient has had three atraumatic shoulder dislocations since the initial procedure. A revision of the shoulder is planned, but not yet scheduled at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unk humeral glenoid, modular humeral stem 12 mm 00430001213 62982676. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00233.

Event description:
It was reported during a clinical study that the patient underwent a total shoulder arthroplasty. At the five years follow up, it was reported that the patient experienced atraumatic shoulder dislocation. No additional patient consequences were reported.